Event description:
7/2/2025 - we were informed of a patient who: swallowed a capsule on (B)(6) 2025. Xray showed capsule stuck in the left pelvic area on (B)(6) 2025. Physician did a ""flex sig"" done but was unable to collect the capsule on (B)(6) 2025. CT showed capsule in small bowel on (B)(6) 2025. Xray showed the capsule in the rectosigmoid colon on (B)(6) 2025. Patient ended up having surgery with capsule removal on (B)(6) 2025. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. On (B)(6) 2025 - completed frm-0089c was received indicating that the patient had ulcerative colitis and a history of ileostomy & colectomy as well as proctocolectomy with ileal pouch anal anastomosis. The form also stated that the patient swallowed the capsule and after waiting for 72 hrs where the capsule did not pass, they decided to schedule a flex sigmoidoscopy, which was unsuccessfully, on (B)(6) 2025 they retrieved the capsule surgically. On (B)(6) 2025 - a replacement capsule was sent to the customer. On (B)(6) 2025 - after requesting to know the status of the patient, we were told the patient was doing better.

Manufacturer narrative:
7/2/2025 - we were informed of a patient who: swallowed a capsule on (B)(6) 2025. Xray showed capsule stuck in the left pelvic area on (B)(6) 2025. Physician did a ""flex sig"" done but was unable to collect the capsule on (B)(6) 2025. CT showed capsule in small bowel on (B)(6) 2025. Xray showed the capsule in the rectosigmoid colon on (B)(6) 2025. Patient ended up having surgery with capsule removal on (B)(6) 2025. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information. On (B)(6) 2025 - completed frm-0089c was received indicating that the patient had ulcerative colitis and a history of ileostomy & colectomy as well as proctocolectomy with ileal pouch anal anastomosis. The form also stated that the patient swallowed the capsule and after waiting for 72 hrs where the capsule did not pass, they decided to schedule a flex sigmoidoscopy, which was unsuccessfully, on (B)(6) 2025 they retrieved the capsule surgically. On (B)(6) 2025 - a replacement capsule was sent to the customer. On (B)(6) 2025 - after requesting to know the status of the patient, we were told the patient was doing better.